Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis and acute kidney failure on (B)(6) 2018 with blood glucose was 571 mg/dl. The current blood glucose is 380 mg/dl. It was also stated that the customer had blood glucose of 677 mg/dl on friday. The customer treated their high blood glucose with injections. The customer was wearing insulin pump during hospitalization and outcome of the hospitalization was insulin drip, intravenous fluids. The customer reported that the drive support cap was normal and insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08775 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with cracked reservoir tube lip.